Event description:
A malfunction alarm was reported with code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and helped the customer reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappeared, which they understood and acknowledged.